Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that patient's pacemaker could not be interrogated, and no magnet response was noted. It was noted that the pacemaker exhibited premature battery depletion. No intervention was done. There were no patient consequences.